Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00598003702 - stemmed tibial component precoat size 4 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient underwent a revision of a broken post in a nexgen lps poly approximately 17 years later. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Visual examination of the returned product identified signs of being implanted (discoloration and delamination) and the post was fractured off the articular surface. Device was submitted for further analysis. Analysis determined the underside of the bearing showed potential evidence of burnishing and creep deformation consistent with in vivo usage. The articular surface also showed signs of possible burnishing and abrasions consistent with in vivo usage. The articular surface of the bearing showed possible evidence of subsurface cracking. The post showed evidence of possible impingement damage around the base of the post on multiple edges. A possible fracture initiation area was identified at the anterior edge of the post. Overall conclusion is the articular surface had possible overloading fatigue of the central post with possible indications of subsurface cracking on the articular condyle and associated with areas of possible impingement on the post. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.